Manufacturer narrative:
H10: per the information obtained from the customer, reprocessing was practiced in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. - instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found zoom does not work correctly due to damage on the charged couple device, insulation resistance value at distal end does not meet the standard value due to adhesive peeling on bending section cover, bending angle in up direction does not meet the standard value due to wear of angle wire, the play of the up/down is out of the standard value due to wear of angle wire, adhesive on bending section cover has a chip, adhesive around objective lens is peeled, objective lens has discoloration, adhesive around light guide lens is peeled, plastic distal end cover has a scratch, connecting tube has a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.